Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the spinal cord stimulation coverage had changed and was not covering the correct areas. Per discussion with the patient this issue that led to the event was that the patient fell backwards out of the shower a couple months prior to the report and struck her back on a box. An impedance check was performed on the leads. There were no problems with the lead impedances. All registered within normal range. The rep reprogrammed the patient's stimulator coverage to cover her left leg. This was the area that was no longer being covered by the stimulator. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included spinal pain and lumbar radiculopathy.